Event description:
Customer reported a passport 2 monitor would not display spo2 data, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative replaced the spo2 board.